Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device was a long60a. No buttressing material was used. It was unknown if the malformed staples were discovered upon visual inspection or leak test. There were no reported issues with the specimen side staple line. There were no patient consequences reported.

Event description:
It was reported that during laparoscopic sleeve gastrectomy procedure, the surgeon reported that on the first firing with a green load, he fired the stapler and proceeded with his subsequent blue firings. He reported that the stapler did not feel unusual or make any unusual sounds. After completing the last firing and examining the staple line in its entirety, he noted that on the first firing (green) the row of staples on the patient side furthest from the cut line were not formed correctly. The surgeon completed the sleeve with all blue loads using the same stapler. He did not see any issues on these firings. He then over-sewed the area of concern with suture. It is not believed that there are patient consequences but unknown at this time.

Manufacturer narrative:
(B)(4). Batch # m5479n. Photographic analysis: based on the photographic evidence, the event description of unformed staples cannot be confirmed. The belief is that the device was subjected to forces due to tissue thickness that caused the cartridge and channel to deflect. The analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. Cartridge (b) ecr60g, m53864 was received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.